Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several troubleshooting steps, but the pump did not display any signs of turning on. Consequently, technical support decided to replace the pump, confirmed the shipping address, and instructed the caller on the return process. The caller agreed to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery and acknowledged the instructions to return the malfunctioning pump.